Manufacturer narrative:
(B) (4) - damage to drive connector or coupling: conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, there was difficulty connecting the device to the equipment. The device was eventually connected and the case was successfully completed with no adverse pt consequences.